Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted colectomy procedure on (B)(6) 2023 when it was reported, ¿it was reported that the cannula tip was broken during the surgery. It took about 3 minutes from the time when the broken piece dropped into the patient's body until it was recovered.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with an alternate, same-like device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal package. Lot number was not able to be verified. A visual inspection was performed, the complaint was confirmed. The tip of the trocar was chipped. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review was not conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 93 complaints, regarding 96 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. Once proper entry has been made endoscopically, the bladeless optical tip access port should not be advanced for additional penetration. Continued entry of the access port at this point could cause injury to underlying anatomic structures. Do not use excessive or uncontrolled force. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted colectomy procedure on (B)(6) 2023 when it was reported, ¿it was reported that the cannula tip was broken during the surgery. It took about 3 minutes from the time when the broken piece dropped into the patient's body until it was recovered.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with an alternate, same-like device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.